Event description:
It was reported that this right ventricular (rv) lead exhibited high of range pacing impedance measurements, measuring greater than (B)(4) ohms. There was rv lead fracture noted. The rv lead integrity alerts was triggered due to two or more high rate non sustained episodes and high sensing integrity counter. Due to the limited information received, further follow-up to obtain related details was not possible.